Event description:
It was reported that upon interrogation, the left ventricular lead exhibited high capture thresholds. A chest x-ray was performed which revealed that the lead had dislodged. The physician has elected not to perform an intervention. No additional information was reported.